Event description:
The 840 ventilator went into safety valve open mode and stopped cycling while in use on a pt. The nellcor puritan bennett service rep found that the customer had attached an addtional filter in line with the exhalation side of the pt circuit. This extra filter led to the device shutting down. The extra filter is not recommended. The pt was not harmed or injured.